Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstrual hemorrhaging"). The patient was treated with surgery (partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device/ migration of essure device location of device: could not be found") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 37-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test.". The patient's past medical history included grand multiparity. Previously administered products included for an unreported indication: novasure. Concurrent conditions included overweight, cholecystectomy since 2015, other disorders of intestine, renal disease, pap smear abnormal, chest pain, vulvovaginal human papilloma virus infection, dysuria and hematuria. Family history included renal disease (grandmother) and cancer (aunt and grandfather). Concomitant products included bupropion (wellbutrin), fluoxetine hydrochloride (prozac) and obetrol (adderall). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced migraine ("migraines"), headache ("headaches"), tooth fracture ("tooth breakage and pain") and toothache ("dental problems: tooth breakage and pain"). In 2015, the patient experienced depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), alopecia ("hair loss") and weight decreased ("weight loss"). In 2016, the patient experienced hypoaesthesia ("numbness: arms, face"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (partial hysterectomy) and surgery (she had ablation). Essure was removed. At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, vaginal haemorrhage, depression, anxiety, migraine, headache, tooth fracture, toothache, hypoaesthesia, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, weight decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth fracture, toothache, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, dyspareunia, menorrhagia, fatigue, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device/ migration of essure device location of device: could not be found') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test." The patient's medical history included grand multiparity. Previously administered products included for an unreported indication: novasure. Concurrent conditions included cholecystectomy since 2015, overweight, other disorders of intestine, renal disease, pap smear abnormal, chest pain, vulvovaginal human papilloma virus infection, dysuria and hematuria. Family history included renal disease (grandmother) and cancer (aunt and grandfather). Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac) and paracetamol (acetaminophen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse"). In (B)(6) 2014, the patient experienced tooth fracture ("tooth breakage and pain") and toothache ("dental problems: tooth breakage and pain"). In 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"). In 2015, the patient experienced depression ("depression") and anxiety ("anxiety") and was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced hypoaesthesia ("numbness: arms, face"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 5 years 4 months after insertion of essure. In (B)(6) 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging"), abdominal pain lower ("lower stomach pain") and post procedural complication ("post procedural complication"). The patient was treated with surgery (she had ablation and hysterectomy (full). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, menorrhagia, pelvic pain, dysmenorrhoea and dyspareunia had resolved and the menstrual disorder, vaginal haemorrhage, depression, anxiety, migraine, headache, tooth fracture, toothache, hypoaesthesia, fatigue, weight increased, alopecia, weight decreased, abdominal pain lower and post procedural complication outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, pelvic pain, post procedural complication, tooth fracture, toothache, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, migration . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, dyspareunia, menorrhagia, fatigue, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received event " post procedural complication" was added. Outcome of events " pain, bleeding and migration" were updated as recovered. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device/ migration of essure device location of device: could not be found") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 37-year-old female patient who had essure (batch no. 948836) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test.". The patient's past medical history included grand multiparity. Previously administered products included for an unreported indication: novasure. Concurrent conditions included overweight, cholecystectomy since 2015, bowel discomfort, renal disease, pap smear abnormal, chest pain, vulvovaginal human papilloma virus infection, dysuria and hematuria. Family history included renal disease (grandmother) and cancer (aunt and grandfather). Concomitant products included bupropion (wellbutrin), fluoxetine hydrochloride (prozac) and obetrol (adderall). On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain/ pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced migraine ("migraines"), headache ("headaches"), tooth fracture ("tooth breakage and pain") and toothache ("dental problems: tooth breakage and pain"). In 2015, the patient experienced depression ("depression"), anxiety ("anxiety"), weight increased ("weight gain"), alopecia ("hair loss") and weight decreased ("weight loss"). In 2016, the patient experienced hypoaesthesia ("numbness: arms, face"). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In december 2017, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (partial hysterectomy) and surgery (she had ablation). Essure was removed. At the time of the report, the menorrhagia, pelvic pain, menstrual disorder, vaginal haemorrhage, depression, anxiety, migraine, headache, tooth fracture, toothache, hypoaesthesia, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, weight decreased and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hypoaesthesia, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth fracture, toothache, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient's medical records: confirming pelvic pain, dyspareunia, menorrhagia, fatigue, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs and mr. New reporters added. Concomitnat conditions added. Patient¿s demographics added. Lot number added. New events added: abnormal bleeding (vaginal, menorrhagia), depression/ anxiety, migraines / headaches, tooth breakage and pain, numbness: arms, face, dysmenorrhea (cramping), dyspareunia, fatigue, weight gain, hair loss, weight loss, lower stomach pain, patient didn¿t undergo essure confirmation test. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.